Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Sisman et al 2020 - -endoscopic ultrasound-guided liver biopsy using a 20-gauge fine needle biopsy needle with the wet-heparinized suction technique the primary aim of this study was to evaluate the histological adequacy of the liver tissue specimens obtained with a 20-gauge fine-needle biopsy needle and the secondary aim was to test the safety endoscopic ultrasoundguided liver biopsy with a 20-gauge fine-needle biopsy needle with the wet-heparinized suction technique. Forty patients who underwent endoscopic ultrasound-guided liver biopsy were included in the study. A 20-gauge fine-needle biopsy needle was used with the wet-heparinized suction technique to make one pass each from the left and the right lobe. Histologic characteristics of the specimens were evaluated, and patients were observed after the procedure in order to intervene in case of an adverse event. Biopsy samples were acquired from both the left and the right lobes once, using a 20-g eus fnb needle (20g procore; cook, bloomington, indiana, USA) with the wet-heparinized suction technique. Obtained tissue specimens were evaluated by the on-site pathologist regarding their adequacy and samples in labelled containers were sent to the pathology laboratory of the hospital. All patients were followed up in the post-endoscopy observation room of the clinic for 4 h after the procedure. Non-complaining stable patients were discharged after the observation period and for the other patients, early adverse events were recorded and if required, appropriate treatments were initiated. The next follow up was planned 1 month after the procedure in the outpatient clinic unless any complication has occurred in this period. Prior to procedure, the stylet was removed, and the needle was flushed with 3 ml of heparin; followed by the attachment of the wet suction syringe to the needle hub. This complaint captures the wet-heparinized suction technique mentioned in the paper. It is a user error because the stylet is removed prior to puncture. As per ifu0077-5 that accompanies this device: "ensure the stylet is fully inserted when advancing the needle into the biopsy site." Patient outcome: no adverse effects to the patient noted in this study. Patient/event info - notes: twenty four patients (60%) were male and 16 patients (40%) were female. The median age was 44.

Event description:
A supplemental report is being submitted due to completion of the investigation on 5 sep 2024.

Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the devices were not returned for evaluation. This complaint file was opened as a result of this sisman et al 2020 study. It should be noted that this file is related to another complaint files. For details of the other investigation please refer to (B)(4). Manufacturing records: prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. As the lot number is unknown a review of manufacturing records could not be performed. Instructions for use and/label: the notes section of the instructions for use, ifu0077 which accompanies this device instructs the user to: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and ¿ensure the stylet is fully inserted when advancing the needle into the biopsy site". There is evidence to suggest from the sisman et al 2020 study report that the relevant users did not follow the instructions for use as the stylet should not be partially (or fully) removed prior to advancement of the needle into intended targeted site. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to user error as the stylet should not be partially or fully removed prior to advancement of the needle into intended targeted site as the stylet provides support to the needle for puncture. User utilized the wet-heparinized suction technique and prior to procedure, the stylet was removed, and the needle was flushed with 3 ml of heparin. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, adverse events have occurred in two patients. They had abdominal pain lasting for 1 h following the eus-lb procedure. These patients were kept under observation and received analgesic medication. Non-complaining stable patients were discharged after the 4 h observation period. This adverse event is captured in (B)(4). Complaints of this nature will continue to be monitored for similar events.